Event description:
It was reported that during a meniscus repair, after deploying t1 implant, the t2 implant of three (3) fast fix failed to deploy as there were stuck in shaft and as deployment button felt loose and did not functioned after being pressed multiple times. The t1 implant was removed from the patient. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed they are not in their original packaging. Device 1 was returned with the actuator bar fully extended, no suture or implants were returned. There is biological debris on the returned device. Device 2 was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found device 1 is unable to cycle as designed due to the actuator bar being stuck fully extended device 2 cycles as designed. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.